Event description:
Femoral nerve block pump was connected to pt. The nurse noted that her hands were wet. The anesthesiologist was immediately notified that the pump was leaking, and the device was disconnected and sent to pharmacy. This pump contained medication, ropivacaine, infused via a catheter and controlled with a programmed pump system. The pump was returned to the MFR for interrogation. There was no injury to the pt. Dates of use: 2009. Diagnosis or reason for use: pain management.